Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer changed the set 5 times and changed to a different site on her body. Customer keeps receiving a no delivery alarm. Customer's blood glucose level was 324 mg/dl. Customer performed a 5.0 unit fixed prime and the insulin did not exit. Pump alarmed no delivery. It was explained that the alarm was caused by a set or reservoir connection. Customer was advised to replace the infusion set and reservoir. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.